Manufacturer narrative:
The device arrived at the 3rd-party service center with the customer complaint of ventilator inoperative alarms. On device evaluation, the customer complaint could not be confirmed nor replicated. The device passed the functional evaluation test and there were no errors or alarms regarding vent inoperative. Unrelated to the alleged device issue, the device had evidence of the wrong mac (medium access control) during evaluation. The mac address evidence was corrected. This device was serviced, inspected, tested, and met acceptance criteria for proper operation.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.